Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 612 mg/dl on (B)(6) 2026. The elevated bg was addressed by a correction bolus via the pump. No third-party assistance was required. Customer changed cartridge and infusion set and resumed insulin to address the issue.